Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, anxiety-product/procedure.

Event description:
Healthcare professional reported a right side deflation and exchange from textured to smooth due to patient's concerns with the product. Device remains implanted.

Event description:
Healthcare professional reported a right side deflation and exchange from textured to smooth due to patient's concerns with the product. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed opening assessed as surgical damage. ¿ anxiety-product-procedure: unable to observe since it is not related to the device. No further actions are required as no manufacturing issues are observed.

Event description:
Device has been explanted.